Event description:
It was reported that the progressive development of "nf11" suffered by the pt had developed into a few more tumors which were detected in the spinal cord and other locations. The pt was having an extremely poor performance with the implant due to the fact that pt's hearing nerve was seriously damaged by the radio surgery when a previous tumor was removed and the necessity to have a MRI image of the ipsilateral ear required an explant.